Event description:
Spontaneous call from patient regarding cadd ms-s sn (B)(4) stating the pump started beeping and showing alert. Author asked if there was additional message on the display indicating what the alert was for. Caller stated that it only shows alert and nothing more. Advised to check the battery and volume and caller confirmed battery was changed 3 days ago and pump still has sufficient volume until next mix. Advised to go to back up pump and we will send out replacement pump. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Reported to cvs/caremark by: patient/caregiver.